Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4k1001) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic descending colectomy, the knife blade could not be retracted. Therapeutic intervention was not performed. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed the handle was received attached to the returned reload, with the firing knobs slightly advanced and the articulation lever in the neutral position. An access hole had been cut into the side of the instrument by the medtronic japan team. Upon evaluation, the firing knobs were fully retracted, allowing the reload jaws to open. The reload was unloaded without difficulty and replaced with an egia60amt reload. The instrument successfully clamped, cycled, opened, and unloaded repeatedly without issue. The firing knobs operated smoothly, and the articulation knob remained in the neutral position throughout testing. It was reported that during the laparoscopic descending colectomy, the knife blade could not be retracted. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: handle knobs not fully retracted that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.